Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours on the arm. Symptoms reported include swelling, purulent discharge, dermatitis, abscess, and eczema. It was noted that the patient's blood glucose level reached 25.2 mmol/l (453.6 mg/dl). The patient visited their physician on 22mar2024. During the visit, the physician did not provide a specific diagnosis, other than the infusion site being inflamed. The patient was prescribed fucidin 20 mg and flucloxacillin. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.